Event description:
Subsequent to the initial MDR, clarified information was obtained. This information is to replace the information in the initial MDR in section b5. It was reported that no alert/notification occurred. On the evening of (B)(6) 2025 around 10:30 pm, the patient went to bed without any symptoms or indication that something was wrong with her dexcom and omnipod. The patient mentioned that she uses both her dexcom g6 app and omnipod as display device and both will give her an alert of her readings. If she¿s low (this was stated by the patient despite insulin being used to treat high blood glucose), her omnipod will give her insulin. If she¿s high like 250 mg/dl, she will administer her bolus to lower her blood glucose. She normally puts her phone on her nightstand for her to hear the alerts. However, somewhere after 10:30 pm and in the morning of (B)(6) 2025, she and her husband (using follower app) didn¿t receive any alerts, and they also believed that the omnipod also malfunctioned. Her husband called her, but she was not responsive. He even tried to wake her up by shaking her but she was still unresponsive. Her husband called 911 and the paramedics tried to resuscitate her, but they couldn¿t and then she was taken to the emergency room. At the emergency room they tried to "revive" her, but they couldn¿t. An attempt to get give her intravenous medication was made; however, they were unable to find a vein. At first, they thought it was a stroke because she was in a coma and the timeframe she was out. At some point, an endocrinologist was called, blood work was done, and her medical history was reviewed and then it was identified that she went into a diabetic coma. The patient stated that there was no fingerstick done when she was at home and not until she was at the hospital and her blood glucose was at 500 mg/dl. The patient stayed in the hospital from (B)(6) 2025. During those days, she¿s not wearing the dexcom. Her blood glucose was being checked using fingerstick and her urine glucose level was also checked. She was given a medication something for blood pressure because she guessed her blood pressure was going up and down. They said there was some type of infection, so she was given an antibiotic. The patient stated that she was not given her records, so she doesn¿t know all the details, so she was just sort of guessing. And then eventually they gave her lantus, from what the nurses told her because she was still somewhat lucid. At the time of the report, the patient was doing fine and she confirmed that she was receiving alerts from the cgm. Performance data was reviewed. On (B)(6) 2025, the patient's estimated glucose value (251 mg/dl) passed the high alert threshold of 250 mg/dl at 03:26 pm, and the app delivered a high alert with 0 percent volume. The patient's egvs remained above the high alert threshold, and the app continued to deliver high alerts with 0% volume until the next day at 08:31 am on (B)(6) 2025 when the egv (214 mg/dl) returned within range. The patient did not receive an audio alert as the high alert was set to vibrate only. In addition, the app experienced signal loss under one hour and temporary sensor failure over an hour. The allegation was confirmed as no audio output. The probable cause is alert disabled, vibrate only, match phone, always sound disabled, or override mode/quiet mode which is misuse of the device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no alert/notification occurred. On the evening of (B)(6) 2025, the patient felt normal and went about her usual routine. She went to bed at 10:00pm. The next morning (B)(6) 2025, the patient's husband tried to wake her up but she did not respond. He became concerned and panicked and noticed the insulin pump displayed a value of 500 mg/dl. Despite the value, the pump was not functioning properly and the cgm app had not provided any alerts overnight. The omnipod malfunctioned and did not deliver insulin. The patient slipped into a diabetic coma. Her husband called 911. Paramedics tried to assist the patient but she was still unresponsive so they transported her to the hospital. At the hospital, they drew blood and did urine tests. They administered the patient blood pressure medication and lantus. The patient was unconscious until the evening time. The patient recovered on (B)(6) 2025 and was discharged from the hospital. Her blood glucose level had lowered to 201 mg/dl and her condition was stable. Upon discharge, she was prescribed humalog. At the time of the report, the patient was doing well. Performance data was reviewed. On (B)(6) 2025 , the patient's estimated glucose value (251 mg/dl) passed the high alert threshold of 250 mg/dl at 03:26 pm, and the app delivered a high alert with 0 percent volume. The patient's egvs remained above the high alert threshold, and the app continued to deliver high alerts with 0% volume until the next day at 08:31 am on (B)(6) 2025 when the egv (214 mg/dl) returned within range. The patient did not receive an audio alert as the high alert was set to vibrate only. In addition, the app experienced signal loss under one hour and temporary sensor failure over an hour. The allegation was confirmed as no audio output. The probable cause is alert disabled, vibrate only, match phone, always sound disabled, or override mode/quiet mode which is misuse of the device. No additional patient or event information is available.